Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an external neurostimulator for trial stimulation reported that after that she had been admitted to the hospital because of high blood pressure after the procedure. The patient was advised to follow-up with her primary healthcare provider. Patient status is unknown at the time of this report and no device issues were reported.